Event description:
During functional testing of the device by a zoll medical service tech, the device displayed "pacer disabled," "defib disabled," and "pacer fault 116" messages. The device was returned to zoll medical corp as the device had been confined to a facility that had been flooded. There was no pt involvement during the reported malfunction.

Manufacturer narrative:
Eval of the device identified corrosion on the system board and battery interconnect board, which is consistent with fluid ingress.